Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found foreign matter in the nozzle. In addition to foreign material coming out of the nozzle, the additional evaluation findings are as follows: the free-engage knob had a crack. Due to the angle wire's wear, bending angles in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the upward/downward angulation control knob was out of the standard value; due to damage on upward/downward angulation control knob, upward/downward angulation control knob did not move smoothly, the bending section cover had a scratch, upward/downward angulation control knob had a scratch. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than ten years since the subject device was manufactured. The results of the investigation are as follows: based on the results of the investigation, it is likely that the following led to the malfunction: we could not conclusively specify the root cause of the foreign material that remained in the device. We could not identify the foreign material. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the gastrointestinal videoscope adhesive at the angulation knob, and the engaged knob came off. The device was returned for evaluation. During the device evaluation, it was found that there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.